Event description:
It was reported, it was detected during a surgery procedure that the t-handle couldn't be disassembled from the drill. The surgeon tried several times but failed. The surgery could be completed correctly with no adverse consequences to the patient.

Manufacturer narrative:
Additional information has been requested and if received, it will be provided on a supplemental report.